Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
It was reported that the cardiac resynchronization therapy pacemaker (crt-p) and left ventricular (lv) lead exhibited high out of range impedance measurement that triggered the lead safety switch (lss) changing the polarity to unipolar. It was noted the patient had phrenic nerve stimulation in unipolar configuration. The lss was reset and the impedance was 713 ohms in bipolar, but the patient was still experiencing phrenic nerve stimulation. Boston scientific technical services (ts) suggested further testing of the lead. The lss was reset and the patient did not experience any more stimulation. The lss setting was reprogrammed to a higher value. The lv lead and crt-p remain in service and no additional adverse patient effects were reported. .